Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca. Additionally, the charger had a shorted u13 cmos flash microcontroller and an open y1 crystal oscillator on the bedside pca. The shorted microcontroller and open oscillator were caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to charge batteries.